Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the liner would not fit on the stem during surgery. An alternate liner was used.

Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Product history search revealed no additional complaints against the related part and lot combination. The trabecular metal reverse surgical technique states: "also make sure that the guide pin on the poly liner impactor is aligned into the post on the lateral side of the stem face prior to impacting". A definite root cause cannot be determined with the information provided.